Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tha had been performed on (B)(6) 2022, the patient experienced a dislocation after becoming intoxicated and falling. It was tried to solve by a close reduction to place head/insert construct back into shell. During reduction the head/insert was difficult to reduce and ultimately the 22mm head dissociated from the xlpe insert. A revision surgery will be performed on an unspecified date. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinical information or the device, a thorough medical investigation cannot be rendered nor can the root cause of the reported failure be determined. Although, we cannot rule out the reported fall as a likely contributory factor. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for hip systems revealed that dislocation has been identified in the warnings and precautions section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.